Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad became locked and that the screen showed a battery out limit alarm. She was unable to clear the alarm and changing the battery did not resolve the issue. The blood glucose reading was 320 mg/dl. She treated with a manual injection. She stated that the insulin pump had been submerged in water. She reported that there was a constant beep. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received moisture damage at electronic assembly. Insulin pump monitored and no constant tone during testing. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.